Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken grip cable.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the monopolar curved scissors instrument was observed to have a broken cable. The procedure was completed with no reported injury.